Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was difficult to remove the right ventricular (rv) lead from the introducer. Additionally, the helix of the rv lead exhibited a lack of mobility and failed to retract. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2026. There were no patient consequences.

Event description:
It was reported that the patient presented for a scheduled implant procedure. During the procedure, it was difficult to remove the right ventricular (rv) lead from the introducer. Additionally, the helix of the rv lead exhibited resistance to rotation and lack of mobility. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2026. There were no patient consequences.